Event description:
Report received of a tubing separation. The device was being used to infuse an unspecified amount of tpn for home care therapy. The customer reported that the set was primed at the pharmacy with no problems. The full bag of tpn and set were transported to the pt's home to be refrigerated for later use. Upon arrival at the pt's home, the set was found separated at the junction between the cartridge and the distal tubing "right below where the bright blue foil piece is located." The tubing was replaced with a new set, with no reported delay in therapy. According to the customer contact, "there was still a bag hanging that wasn't finished. The bag wasn't due to be changed. Co was just delivering a new stock." There were no reports of any adverse pt event while in clinical use. Though requested, no add'l info was available.